Event description:
The pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged, but this did not resolve the problem. Surgery to explant the pt device has been scheduled.